Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer powered up with an error message and it was noted on analysis to be out of electrical specification. The computing platform of the programmer was replaced and the software was reloaded and updated. The programmer then passed all final functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed, shut down, froze and displayed an error message in the vicinity of a magnetic resonance imaging (MRI) scanner while it was in use. The error message indicated that the programmer needed a universal serial bus (usb). The user performed several power cycles but the issue persisted. The programmer was returned for repair. There was no patient involvement.